Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance measurements. The lead was electrically deactivated due to suspected insulation damage and conduction damage at or near the suture sleeve site. No adverse patient effects were reported. The lead remains implanted but not in service.